Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the two hand pieces had loose tip error code occurred and have removed from circulation at unknown timing. The procedure type was unknown. The surgery was completed on the same day after replacing the hand piece. There was no patient impact this report pertains to the phacoemulsification tip involved in reported event.